Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (2 ,000 mcg/ml, 354.9 mcg/day) via implanted infusion pump. It was reported that the pump would emit alarm sounds (non-critical) after it was filled and reprogrammed. However, the therapy seemed to work and the patient did not show any withdrawal symptoms. The issue resolved. According to the logs provided, a low reservoir alarm occurred on (B)(6) 2025 at 15:27 and on (B)(6) 2025 at 11:59. No further information was provided.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the cause of the pump alarming low reservoir after refill was not determined. The actions/interventions consisted of the pump being interrogated with a810 app and the logs were retrieved. The patient's weight and gender were asked, but would not be made available. The alarm was silenced. The pump implant date was unknown. The date the event first occurred was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.